Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic acid therapy (sculptra) on (B)(6) 2008 and (B)(6) 2009 for wrinkles. Relevant medical history was reported as hypothyroidism and concomitant medication was reported as levothyroxin (synthroid). On (B)(6) 2008, the patient reported that she did not see much change in the wrinkles that were injected. She also noted very small nodules in the nasolabial fold. She stated that she massaged the injected areas at the time of injection. She plans on returning to the physician to determine the need for further treatment.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: global ptc number (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on (B)(6) 2009; attempts to contact the reporter have been unsuccessful. No further information is expected.